Event description:
The customer reported that the sys failed to power to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The workstation circuit breaker was evaluated and reset by the customer. The system was tested and found to be working as intended and returned to svc.